Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted; therefore, it is not available for eval. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014.

Event description:
It was reported that the stent foreshortened. Reportedly, the stent was deployed in the sfa according to the IFU, but it foreshortened from 150 mm to 132 mm. The lesion appeared to have been covered irregularly with crosswise struts. A competitor's stent was successfully placed to treat the remaining stenosis. The pt was reported to be doing well.